Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the hemodynamic instability was not determined due to insufficient clinical details and no product return. The cause of the cannula product damage was determined to be patient condition related due to stenosis. The cause of the failure to advance was determined to be patient condition related due to stenosis.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The reported events include failure to advance, product damage, medical device removal, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was maintained.

Event description:
An impella 5.5 device was inserted via the right axillary artery in an 82-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient had a history of coronary artery disease and diabetes mellitus. During the right axillary approach, the impella 5.5 was unable to be advanced. A 10 mm graft was placed, and a 0.035" wire with an al1 catheter was successfully crossed across the aortic valve. The 0.018" impella wire was then advanced across the valve; however, the impella 5.5 could not be advanced beyond the innominate artery. Placement was aborted. The mid-cannula was noted to have a slight crease and prolapse at that location. The reported events include failure to advance, product damage, medical device removal, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was maintained.